Manufacturer narrative:
Visual inspection of the returned instrument confirmed the reported event. The cannulated threaded tip is broken off and detached from the instrument. No additional damage or anomalies were observed on the remaining portion of the instrument. Review of the device history record (DHR) confirms that implant met all dimensional and inspection requirements at the time of manufacture, with no nonconformances identified. There is no evidence to suggest that manufacturing-related issues contributed to the reported complaint. The root cause of the fractured tip is likely the result of use in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.

Event description:
The tip of the tap broke off while tapping dense bone. The broken fragment was retrieved.